Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), menorrhagia ("menorrhagia") and vaginal haemorrhage ("abnormal bleeding vaginal") in a 36-year-old female patient who had essure (ess205) (batch no. 581521, 620723) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included abdominal cramps (pain in lower abdominal area), irregular periods (excessive or frequent menstruation), mood swings, insomnia, kidney disorder, headache, migraine, endometriosis, grand multiparity, urinary urgency and overweight. Concomitant products included oxybutynin. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and vulvovaginal pain ("vaginal pain"). In (B)(6) 2012, the patient experienced urinary incontinence ("bladder or urinary problems or changes"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). The patient was treated with surgery (hysterectomy (full)/ salpingectomy (bilateral removal of fallopian tubes)/), surgery (ablation) and surgery (ablation). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, dyspareunia, female sexual dysfunction and urinary incontinence outcome was unknown and the dysmenorrhoea, vaginal discharge and vulvovaginal pain had resolved. The reporter considered dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, pelvic pain, urinary incontinence, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: total bilateral occlusion. On (B)(6) 2012: gross description: the fimbriated fallopian tubes average 0.7cm in diameter, each with embedded essure coils. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: genital haemorrhage, menorrhagia, bladder disorder. Most recent follow-up information incorporated above includes: on 7-sep-2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s demographic information, other relevant history and lab data updated. Essure lot number, indication female sterilization was added. Events: vaginal haemorrhage, menorrhagia, female sexual dysfunction, bladder or urinary problems or changes: bladder control problem, dysmenorrhoea, dyspareunia, vaginal discharge, vulvovaginal pain were newly added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), menorrhagia ("menorrhagia") and vaginal haemorrhage ("abnormal bleeding vaginal") in a (B)(6)-year-old female patient who had essure (ess205) (batch nos. 581521 and 620723) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included abdominal cramps (pain in lower abdominal area), irregular periods (excessive or frequent menstruation), mood swings, insomnia, kidney disorder, headache, migraine, endometriosis, multiparous, urinary urgency and overweight. Concomitant products included oxybutynin. On (B)(6) 2006, the patient had essure (ess205) inserted and removed on (B)(6) 2012. A new essure (ess205) was inserted on an unknown date. In (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and vulvovaginal pain ("vaginal pain"). In (B)(6) 2012, the patient experienced urinary incontinence ("bladder or urinary problems or changes"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). The patient was treated with surgery (hysterectomy (full)/ salpingectomy (bilateral removal of fallopian tubes)/), surgery (ablation). Essure (ess205) was removed. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, dyspareunia, female sexual dysfunction and urinary incontinence outcome was unknown and the dysmenorrhoea, vaginal discharge and vulvovaginal pain had resolved. The reporter considered dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, pelvic pain, urinary incontinence, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: total bilateral occlusion. On (B)(6) 2012: gross description: the fimbriated fallopian tubes average 0.7cm in diameter, each with embedded essure coils. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: genital haemorrhage, menorrhagia, bladder disorder. Lot number: 581521, manufacture date: 2005/11, expiration date: 2007/10. Lot number: 620723, manufacture date: 2006/05, expiration date: 2008/04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-sep-2018: quality-safety evaluation of product technical complaints. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("painful intercourse"). The patient was treated with surgery (surgery to remove the essure). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the pelvic pain and dyspareunia outcome was unknown. The reporter considered dyspareunia and pelvic pain to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.